Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead exhibited noise and high pacing impedance. The ra lead was not used and replaced. The patient was in stable condition throughout the procedure.